Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a "no disposable" alarm. The alarm was silenced, reviewed settings, started device, but alarm persisted. The device was stopped and clamp was closed. Removed the cassette, gently tapped it, and massaged the tubing to disperse air bubbles in the line. Replaced the cassette and alarm persisted. Rate- 45, resvol- 157.4, given- 22.6. No adverse patient effects were reported by the customer.